Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in communication loss. They rebooted the switch and then rebooted the org, but the org has an error light and will not come back up. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: 8 telemetry transmitter model: zm-531pa sn: ni.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in communication loss. They rebooted the switch and then rebooted the org, but the org has an error light and will not come back up. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in communication loss. They rebooted the switch and then rebooted the org, but the org has an error light and will not come back up. No patient harm was reported. Investigation conclusion a review of the customer account's complaint history determined that the serial number listed, (B)(6), was used as a placeholder for multiple org receivers in a state of communication loss and was not the serial number experiencing an unresolved error light. This complaint is related to (B)(4). Barring one org receiver, the customer's issue was resolved by rebooting network switches and the impacted devices. The device with the persistent error light was org-9110a, serial number (B)(6). This device's hardware malfunction was evaluated in (B)(4). Investigation conclusion: from (B)(4). Following a power outage, an org receiver displayed an error light and was not on the customer's network. The complaint device was returned for evaluation and repair. The evaluation confirmed the reported error light and determined that the cause of the issue was fault in the ur-3981 cpu board. After replacement of the malfunctioning component, the device. From (B)(4). The cause of the event was a power outage. The issue was resolved by rebooting several network switches and sequentially rebooting all orgs that did not recover after the outage. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10. Concomitant medical device. 8 telemetry transmitter: model: zm-531pa. Sn: ni. Additional information: b4. Date of this report. G3. Date received by manufacturer. G6. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H11. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in communication loss. They rebooted the switch and then rebooted the org, but the org has an error light and will not come back up. No patient harm was reported.